Event description:
The customer reported a false negative antibody screening test with biotestcell 3. The customer reported that he missed an anti-k in the cap survey testing. The customer has neither returned the supposedly defective product nor the cap survey sample that had caused a false negative test result. Upon receiving this complaint the supposedly defective product was already expired. Therefore, testing of the retained biotestcell 3 sample by our quality control laboratory was not possible. Our quality control laboratory had successfully participated in the cap survey testing. Our quality control laboratory had identified correctly the anti-k, but has used a different lot of biotestcell 3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.